Event description:
It was reported that the patient received two hv therapies due to noise signals as seen on the stored egms. It was determined that the noise was not physiological in nature and was not reproducible. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.